Event description:
A surgeon reported that a patient who underwent bilateral lasik expressed being "very blurry" in the left eye, although the vision was 20/20. Surgeon also reported that the patient was treated with a wavefront guided treatment, on another laser, eight months after initial surgery as the post-op vision had not improved. After wavefront guided surgery, patient was reported to be doing "fine" at post op visits (1 day and 1 week). Patient was reported to have canceled the rest of the follow up visits.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).